Event description:
It was reported that bd maxzero needleless connector had splash back. The following information was received by the initial reporter with the verbatim: reported issue: leur-lock on central line caused splash back after disconnection and blood exposure

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that leur-lock on central line caused splash back after disconnection and blood exposure could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 23065077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional info: material #: mz1000-07. Batch #: 23065077. It was reported by customer that leur-lock on central line caused splash back after disconnection and blood exposure. Verbatim: rcc received a complaint via email. Email(s) attached. Reported issue: leur-lock on central line caused splash back after disconnection and blood exposure injuries or adverse event: no. Item: mz1000-07. Quantity affected: (B)(4). Serial/lot number: (B)(6).